Event description:
It was reported by a distributor from japan that particulate matter was found in the inner pouch during their receiving inspection. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. A visual and stereomicroscope evaluation of the sample was completed, and confirmed the presence of particulate matter. The samples were forwarded to baxter (B)(6) for analysis. Sample 1 contains small aggregates of brown particles; the results indicate that the particles may be rust (iron oxide). Sample 2 contains a colorless, transparent material on the tab side wall; the analysis suggests that the particle is a piece of silicone. Sample 3 contains a dark colored fiber, which shows characteristics consistent with rayon fiber. Sample 4 contains a twisted dark fiber and a large colorless filament. Both particles were analyzed; the twisted dark fiber shows characteristics consistent with a cotton fiber. The results for the large colorless filaments indicate that it may be polyethylene. According to baxter (B)(4), the source of the foreign matter cannot be determined at this time. Tier ii and tier iii batch records were reviewed, and all specifications and requirements were met prior to release of the product. Per baxter (B)(4), this product is inspected for foreign matter at (3) points during the manufacturing process. No trend was identified; CAPA-(B)(4) was closed and found to be effective for this issue. Customer closure notification will be completed per local procedures and requirements, if applicable. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.